Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer states their blood glucose level had been as high as 909mg/dl, and as low as 39mg/dl. The customer was treated for the lows at the hospital. The customer declined to troubleshoot for the lows. No further assistance provided at this time.